Manufacturer narrative:
The product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure a patient reported a problem with her vision. Additional information was provided that the patient reported foggy vision. Further information was provided that at some point following the iol implant procedure, an intraocular pressure (iop) lowering agent was prescribed due to a modest increase in iop due to retained viscoelastic. On her last office visit with implanting physician her iop was within normal limits, the iol was well centered, there were no corneal folds, and the vision was 20/20 without correction; but the patient states her vision is still blurry. Physician discussed with patient that there is a suture, but does not recommend removing it at this time as there is no astigmatism on refraction. The iop lowering medication was discontinued and the patient was referred to a retina specialist.